Event description:
I bought a package of n95 masks, online, from a company in (B)(6) named (B)(6). After opening them, I notice there is not any niosh identifying print on the mask on in the package. I feel that they may be selling an unsafe product to the public. The address is (B)(6), the manufacturer is hsm medical supply, llc, (B)(4). This has concerned me enough to write and I hope someone will have time to check them out. Thank you. FDA safety report ID # (B)(4).